Event description:
Info received that the left foot siderail will not stay in the up postion. No injury reported.

Manufacturer narrative:
Technician found the left foot siderail will not stay in the up position. Isolated the problem to a dirty latch assembly. Cleaned assembly to resolve this issue.